Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with inflammation, blisters, and infection, underneath sensor pod area only. The reporter stated that the patient had various skin reactions over the course of the last month, and that in one of the case treatments with oral antibiotics was needed. The reporter stated that this was around the end on (B)(6). The skin reaction healed after the treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).